Event description:
It was reported that signal loss over one hour occurred. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on 10-03-2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss over 1 hour was not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable because the reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, additional information is available. D4 serial no ¿ additional information. D4 lot no ¿ additional information. D4 expiration date ¿ additional information. G6 type of report ¿ additional information. H2: additional information. H4 device mfg date ¿ additional information.

Event description:
Subsequent to the initial MDR, additional information is available.